Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device will be explanted for infection. At the procedure, the boston scientific sales representative (sr) noted that they had trouble establishing telemetry, which ultimately was resolved. To date, no adverse patient effects have been reported.